Event description:
The user facility reported, the cuff leaked during a procedure. The left side inflated at 1457 and deflated at 1533. The pressure was 275. Then it inflated at 1536 and deflated at 1613. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Customer did not return product.

Event description:
The user facility reported, the cuff leaked during a procedure. The left side inflated at 1457 and deflated at 1533. The pressure was 275. Then it inflated at 1536 and deflated at 1613. No medical intervention, no delay and no adverse consequences.